Manufacturer narrative:
(B)(4).

Event description:
It was reported that after initial implant surgery the patient experienced a slight opening of an incision post-operatively and dermabond was used. She also reported swelling and sensitivity at both incision sites. The wounds were reported not to have infection, but the patient was treated with antibiotics for throat infection, specified as thrush after intubation. No additional relevant information has been received to-date.